Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver 4.11d. Retainer = black. Case type = ngp. The customer returned the pump due to receiving a low battery alert prior to the replace battery alert or replace battery now alarm less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was monitored for seven days and no blank display (unexpected battery power loss) or any additional unexpected power/battery alerts were noted. A review of the pump history file shows on 10/12/2022 there was a low battery alert at 18:43, on 10/13/2022 at 04:14 a change battery fault (replace battery) alert (8:31 hours between the alerts), then on 10/13/2022 at 04:45 an off no power (replace battery now) alarm (31 minutes between replace battery alert/alarm) followed by a batt out limit (power loss) alarm at 10:16. The timing between each power alerts/alarm is within the tolerance of 8 hours between low battery alert and replace battery alert and 30 minutes between replace battery alert and replace battery alarm. The pump's low battery power sequence is operating properly. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, pillowing keypad overlay. Timing less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm and unexpected battery power loss (blank display) are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen and low battery alert prior to replace battery alarm. Customer reported unexpected power loss issue. Customer stated that the battery cap was not loose, cracked or damaged and this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was performed and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.